Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced supplies as necessary and resume insulin therapy. No further information available.